Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of nausea and bacterial peritonitis with culture positive for (B)(6) coagulase neg in a patient coincident with dianeal pd4 unknown bag and extraneal viaflex therapies for automated peritoneal dialysis (apd). On (B)(6) 2010, the patient experienced nausea and bacterial peritonitis, manifested by abdominal pain. The severity was rated as mild. On (B)(6) 2010, the patient received remedial therapy with cefazolinum 1g, once daily, ip. On (B)(6) 2010, cefazolinum was discontinued. On an unreported date, the patient recovered from the event of bacterial peritonitis with culture positive for (B)(6) neg. The outcome for the event of nausea was not reported. It was not reported whether dianeal and extraneal were ongoing. The physician reported the event of bacterial peritonitis was not related to dianeal pd4 unknown bag or extraneal viaflex therapies. The physician did not provide a causality assessment for the event of nausea and the relationship with dianeal and extraneal viaflex therapies. The physician reported that the root cause of the bacterial peritonitis was "unknown".